Manufacturer narrative:
Product ID 3889-28, lot# va1v61l, implanted: (B)(6) 2018, product type: lead. Lead 3889-28, lot# va1v61l and ins 3058, serial number:(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1v61l, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (b)(), ubd: 01-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that a patient implanted on (B)(6) 2018 developed an infection at the site of the ins and the tined lead. It was noted that the patient was diabetic and that there were no other external issues other than this medical condition. The health care physician (hcp) used an anti-bacterial mesh pouch on this patient during the implant to help prevent an infection because of the patient being diabetic, however the patient still developed an infection within the 90 day window after explant. All of the components were thus explanted (and discarded) on (B)(6) 2019. It was noted the issue was resolved at the time of the report and that the devices would not be replaced in the future. There were no further complications reported/anticipated.